Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2317-70 serial: (B)(6) batch: 20101227. Product family: scs-linear leads upn: (B)(4). Model: sc-2316-70 serial: (B)(6) batch: 15621589.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief despite reprogramming attempts. Therefore, the patient was hospitalized and underwent an explant procedure during which the full scs system was explanted. The patient was discharged from the hospital and recovering well post operatively. The explanted devices will not be returned as they were discarded by the medical facility.